Event description:
A surgeon reported a patient with an inflammatory reaction following cataract surgery. On postoperative day two, the patient felt pain but she had good vision. On postoperative day three, the patient had low vision and presented with hypopyon. The patient's medications and dosage were changed and on the fifth postoperative day the patient received an intravitreal injection of anti inflammatory and antibiotic medications. In further follow-up, the surgeon stated that the patient had toxic anterior segment syndrome (tass). Patient was treated with medications and symptoms were improving.

Manufacturer narrative:
No sample has been returned. The batch record review showed all testing results were within specification. The lab retested a retention sample and all results conform the specifications for the tested parameters. No other adverse reactions have been reported for the lot. Additional information was requested and received. (B)(4).